Event description:
Add'l info rec'd from MFR 8/25/03. A medwatch report was received from the FDA with the following event description: defibrillator shows artifact, then low battery warning when plugged into wall. Did not recieve power-loose power housing on machine. The reporter was contacted for add'l info. They indicated there were no adverse effects to the pt as a result of the reported malfunction. A backup device was made available and used. The hospital biomedical engineering staff evaluated the unit and observed that the ac power cord connector receptacle in the ac power adapter had been dislodged from the unit. The biomed reinserted the connector and used epoxy to secure it in place. The batteries used during the reported event were also replaced. The biomed indicated the reported ECG artifact was not duplicated during their evaluation. Section f10: code 2199: na. Code 1054: not labeled. Code 1183: labeled. Except as provided by 21 cfr 803.56, physio-control does not intend to submit add'l info on this event to FDA.

Event description:
Defibrillator shows artifact, then low battery warning when plugged into wall. Did not receive power - loose power housing on machine.